Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The root/probable cause was determined to be root/probable cause. The reported event of a replace sensor now is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.